Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
It was reported to philips that the ventilator had a battery failure alarm. The customer reported that there was a patient on the unit at the time the issue was discovered. There was neither delay in therapy nor medical intervention reported due to the issue above. There was no patient harm nor injury reported. A hospital medical engineer reported that battery failure alarm had occurred and that they had already replaced the unit with a backup v60 that they possessed. The unit kept operating when the alarm occurred. Device repair was requested.

Manufacturer narrative:
The device was returned to the repair center and the reported issue was confirmed. Diagnostic code 1124 occurred in the repair center and was also confirmed in the event log. Following the evaluation of the device, the repair technician replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.